Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 210 mg/dl at the time of incident. The customer's mother stated that the pump had a blank screen and it also alarmed failed battery test. Troubleshooting for the blank display was completed and it was noted that the display was not blank and the customer was advised to monitor the pump. Also, the customer was advised that a loose battery cap can cause the failed battery alarm. The insulin pump was not returned for analysis.